Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. The facility did return a photo of the involved set. Based on the returned photo, the air vent had been removed from the drip chamber spike assembly. However, without the physical sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the drip chamber spike. Following the receipt of additional information and/or completion of the investigation by the vendor, a follow-up report will be filed.

Event description:
As reported by the user facility: reports while infusing torisel, the pump started alarming 'high upstream pressure'. The nurse then went to open the vent on the drip chamber of the set thinking this would help the alarm. When the nurse attempted to open the vent, the entire vent fell out of the set which resulted in a chemo leak and lost drug.

Manufacturer narrative:
The manufacturer of the drip chamber spike reviewed the production records of the involved lot number, and there were no anomalies or non-conformances of this nature noted during the assembly process. Inspections and controls are in place to verify the integrity of the air vent membrane. This includes a pressure integrity test performed on the assembly machine, and a manual test in which the operator will open and close the air vent to verify its integrity. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. If additional pertinent information becomes available, a follow-up report will be filed.